Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to use multiple computer usb ports and wall adapters. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 96 mg/dl. Reportedly, the alert did not recur and the pump successfully began charging after the customer left the pump plugged into the power source.